Event description:
Customer reported the sys does not work after boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the computer board. Sys operates as intended.